Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an invalid transmitter ID alert. Despite multiple attempts, a sensor session was unable to be started. Subsequently, the customer's blood glucose was 271 mg/dl. The customer addressed the elevated bg with a correction bolus. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.